Manufacturer narrative:
Additional information was received on august 31, 2021. The impacted product is an unknown mentor smooth moderate plus 325cc saline prosthesis. The implant was inflated to 390cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced left sided deflation post procedure. As a result, replacement with a mentor smooth round moderate plus profile 325cc saline prosthesis was performed on (B)(6) 2021.